Event description:
After use of the device for a vein harvesting procedure, the user reported the endoscope was blurry. No other details regarding the nature of the event were provided. Since the event occurred after the vein harvesting procedure, there was no pt involvement during this event.

Manufacturer narrative:
Device eval anticipated, but not yet begun.